Event description:
A patient with a history of acute mi without shock more than 12 hours prior to procedure underwent a procedure to the lad and cx. The patient had a cypher stent (3.5 x 18mm) implanted in a de novo, moderately calcified proximal lad lesion. Another cypher stent (3.0 x 18mm) was implanted in the proximal left cx. There were no procedural complications or device malfunctions noted. The patient was discharged the next day. Three months later, the patient was treated for chf and had a pacemaker implanted. Over the next 10 months, the patient had two episodes of pci: one treated with ballooning and the other treated with ballooning, stenting and radiation. The patient also had two mis and CABG. Pci, mis and CABG were all determined to be related to both device and procedure.

Manufacturer narrative:
The 3.5mm lad had 99% stenosis. The 15mm de novo lesion was ostial, moderately calcified, but unoccluded. After predilation, a 3.5x18mm cypher stent was deployed. Post procedure stenosis was 0%; timi flow was 3 pre and post procedure. The site was not postdilated. The 3.0 mm cx had 90% stenosis. The 15mm de novo lesion had no calcification. After predilation, a 3.0x18mm cypher stent was deployed. Post procedure stenosis was 0%; timi flow was 3 pre and post procedure. The site was not postdilated. Per report, angiographic success was achieved for both lesions. Preprocedure meds were aspirin, beta-blocker(s0, plavix 150mg loading dose, and statins. Intraprocedure meds were angiomax and plavix 150 mg. The patient was discharged the next day on aspirin, beta blocker(s), statins, and 3 months of plavix. Three months after index, the patient was treated for chf. The event was determined to be unrelated to both device and procedure. Two weeks after the chf, the patient had a pacemaker implanted. The event was determined to be unrelated to both device and procedure. Four months post index, the patient had a non-st mi as determined by elevated serum markers. The patient also had pci for restenosis in the proximal lad and lcx which were treated with ballooning. During the same procedure, a taxus stent was placed to a de novo lesion in the left main. Five months post index, the patient had another pci of the target lesions. The proximal lad was treated with ballooning and radiation therapy, and the lcx was treated with the placement of a bm stent and radiation therapy. Thirteen months post index, the patient had emergent CABG for a procedural complication. The lad and cx vessels were bypassed. Twenty-five days later, the patient had a non-st mi, serum markers unk. The restenoses, CABG and mis were all determined to be related to the device and the procedue. Please note that this report applies to two cypher stents with unknown catalog and lot numbers the products are not available for evaluation and testing.